Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced hemolysis. The hemolysis event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes currently being used to collect blood, it was found that serious hemolysis and problems such as fibrin filaments and incomplete centrifugation. Seriously affect the normal work of the department. On november 24, the problem was first discovered, but the number of hemolysis was relatively small. At the same time, the department where hemolysis was found through screening was the physical examination center. Since the physical examination center replaced the blood collecting nurse, after communication, the teacher of the physical examination center conducted the operation according to sales rep¿s suggestion. On november 26, the hemolysis problem occurred again. The director of the laboratory department stated that they would continue to observe the occurrence probability and which department of the problem. On (B)(6), in the morning of specimen processing, the laboratory department found that hemolysis was enlarged, and hemolysis was also found in both outpatient and inpatient specimens, not limited to the physical examination center. The hospital suspected that there was a quality problem with blood collection tube of this batch, and required the company to replace the products."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/5/2020. H6: investigation: bd received 12 samples and 12 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis, fibrin, poor barrier separation, and red cell hang-up with the incident lot was observed. Retention samples were tested and the indicated failure mode for hemolysis, fibrin, poor barrier separation, and red cell hang-up(rch) with the incident lot was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier, hemolysis, rch) because the defect was not evident in the testing of the customer and control lot samples. All samples (retain and control tubes) demonstrated clinically acceptable performance for all visual observations evaluated. In addition, 10 returned samples were tested for additive amount. All testing was within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A root cause could not be determined. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced hemolysis. The hemolysis event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes currently being used to collect blood, it was found that serious hemolysis and problems such as fibrin filaments and incomplete centrifugation. Seriously affect the normal work of the department. On november 24, the problem was first discovered, but the number of hemolysis was relatively small. At the same time, the department where hemolysis was found through screening was the physical examination center. Since the physical examination center replaced the blood collecting nurse, after communication, the teacher of the physical examination center conducted the operation according to sales rep¿s suggestion. On november 26, the hemolysis problem occurred again. The director of the laboratory department stated that they would continue to observe the occurrence probability and which department of the problem. On november 28, in the morning of specimen processing, the laboratory department found that hemolysis was enlarged, and hemolysis was also found in both outpatient and inpatient specimens, not limited to the physical examination center. The hospital suspected that there was a quality problem with blood collection tube of this batch, and required the company to replace the products."